Manufacturer narrative:
(B)(4).

Event description:
Procedure type: neuro. According to the reporter: according to the reporter: transcranial (B)(6) female - wound breakdown. Deep sutures had lost tension and tissue separation evident on examination under anesthetic. Patient had to be resutured and is currently healing. Unanticipated tissue loss - yes - wound edge dehiscence required. No, other adverse effects to the patient. No, extension in incision. No, unanticipated blood loss. But may require repeat general anesthetic to remove sutures. No sample to return and packaging discarded, so lot number not known. Additional information received via email. "We don't know the lot number, I gathered as much information as I could but as they use this code a lot and the dehiscence was 19 days post operation they're on a new box. As there were no indications of having to record it, we just couldn't say with any certainty which lot number it could have been."